Event description:
The customer reported that the system made a popping sound and would not perform fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative was unable to reproduce the issue but performed a high voltage arc test and calibrated the generator. The system was tested and found to be working as intended and put back in service.